Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the recharge free implantable pulse generator (ipg) is slated to be replaced as end of service was declared. It is noted that the patient felt a change in their pain. It is unknown if end of service was reached prematurely. Surgical intervention may occur to address the issue.